Event description:
Further follow up with the healthcare professional indicated the sinus infection resolved on an unspecified date. The site of the discoloration was reported to be in the ¿cheek.¿ patient is still continuing treatment to resolve ¿defect¿ from injection and will possibly have surgery by another surgeon to fill in the divot and help with discoloration.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, abscess, sinus infection, tenderness, "divot" and discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] (B)(4) and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with two syringes of juvederm voluma xc in both cheeks, the patient developed swelling in one cheek two weeks after injection. The reporting healthcare professional was not the injector. Initially, the patient went to their dentist an unknown amount of time later, who thought it may be a tooth abscess and prescribed unspecified antibiotics. The patient also saw their primary healthcare physician an unknown amount of time later who indicated the patient had a sinus infection and was prescribed another round of unspecified antibiotics. Approximately a month after injection, patient was seen by the reporting healthcare professional and was diagnosed with an abscess at the injection area; patient was prescribed bactrim ds and had the area aspirated. The aspirated fluid was sent to pathology; results showed "anaerobic bacteria with gram stain." The patient also had a CT scan at some point, but the results are unknown. Approximately 2 months after injection, the patient was given "pain medication" to treat the tenderness at the affected area. The abscess resolved a month later, though the patient still has a "divot" on the cheek and still has "some discoloration." The patient has a history of "minor sinus problems" and takes actonel concomitantly. The healthcare professional believes the "divot" is permanent; patient will be seeing another doctor to address the issue.